Manufacturer narrative:
Catalogue number is unknown at this time. Device description reported as unknown tibial insert. An unknown patella was also listed in this report. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that there was a right knee revised, sales rep not told reason for revision.